Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿powering off close door message was displayed despite the door already being closed¿ was not reproduced. A review of the event history log revealed multiple occurrences of "shut door - power off!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose upper auxiliary mechanism screw. The mechanism will be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a ¿powering off-close door¿ message even though the door was already closed during programming/setup. There was no patient involvement. No additional information is available.